Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed the patient's right ventricular (rv) lead showed loss of capture and significant noise. A chest x-ray confirmed the lead had dislodged. The patient reported no symptoms. The physician successfully re-positioned the patient's original lead on (B)(6) 2020. The patient was stable throughout.